Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 291 mg/dl. Reportedly, the customer delivered a food bolus prior to the elevated bg level, and misunderstood the meaning of having insulin on board (iob- active insulin in the body) of 2 hours, and believed that the bolus had delivered slowly over multiple hours causing the elevated bg level. Tandem technical support educated the customer on the meaning of iob and bolus delivery rate of the pump. The customer understood the information; however, was unsure of the cause of the high bg level. To address the bgs, the customer delivered a correction bolus via the pump.